Event description:
On (B)(6) 2010, wife reported insulin cartridges have been leaking and this has caused insulin to spill in the cartridge compartment of the infusion device. This has occurred 3 times since (B)(6), 2010. Pt was in hospital at time of report, but hospitalization "was not related to the pump." During first occurrence, pt's blood glucose was elevated to "hi" mg/dl on glucometer. Treatment provided for hyperglycemia was not know. Wife "knew it was because insulin was leaking from the cartridge", and there was insulin located in the cartridge compartment. Target blood glucose is 80-120 mg/dl. During second occurrence, wife felt insulin on the back of the infusion device. Wife removed insulin cartridge and saw insulin leaking from the bottom. The cartridge plunger was not separated from the old or new cartridge. Adapter and infusion tubing were connected properly before cartridge was inserted in infusion device. During third occurrence, insulin was again present in the cartridge compartment and pt experienced hyperglycemia. Level of elevated blood glucose was not known, and hyperglycemia was corrected with an insulin injection. Each time, wife has removed and replaced insulin cartridge and this has resolved concern. Wife reported the piston rod appeared "rusty". Infusion device was replaced and requested for eval. Insulin cartridges were discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.